Event description:
It was reported that during an implant last night using 4968, 4965, and 5071 leads, the analyzer would not capture at all. Two different analyzers were used. The physician abandoned one 5071 lead as well as the 4968 lead. Possible anodal stim was noted and it's possible the tissue was in refractory. Could also have been an interaction between the temporary device and the newly implanted lead which were implanted close to each other. The representative also indicated they were dealing with initial high thresholds. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.